Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject cpr3 head was received after repair and it has an inappropriate label where it is mentioned 'cpr3h' head and notified body '0123'.

Event description:
Reportedly, the subject cpr3 head was received after repair and it has an inappropriate label where it is mentioned 'cpr3h' head and notified body '0123'.